Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump alarmed a compromised force sensor system alarm and that insulin was squirting out during manual prime. The blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk; unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to a33 alarm. The insulin pump was received with normal operating current and passed self test and off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.